Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was implanted. The procedure was completed successfully with the closure device implanted in the laa and the patient was discharged. Two (2) days post implant, the patient presented to the emergency room with shortness of breath. The patient was admitted to the hospital and transesophageal echocardiography (tee) revealed a pericardial effusion. The patient was treated and discharged with no further complications.